Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 309 mg/dl at the time of incident. The customer¿s current blood glucose value was 420 mg/dl. The customer experienced symptoms such as nausea. The customer was treated with bolus and manual injection. Customer did mention that auto mode was not delivering insulin at the time of the incident. Based on customer¿s report customer does not allege under delivery. The insulin pump will not be returned for analysis.